Event description:
Report of explant of device system due to sepsis received per annual device tracking report. No date of explant given. Repeated requests for additional info about this event have been unanswered. A supplemental medwatch report will be filed if additional info becomes available.